Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing their infusion set. Customer's blood glucose was 478 mg/dl at the time of incident. Troubleshooting was done for no delivery and the customer was able to rewind and troubleshooting indicated that the pump is working as designed. No further information was given.